Manufacturer narrative:
Result: cracked siderail panels. Wrong power cord installed.

Event description:
It was reported by service report that the siderails were cracked, with no sharp edges, and there was a possibility of fluid ingress. A wrong power cord was installed to bed. No pt involvement or adverse consequences were reported.